Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, while using the depuy synthes hammertoe cci std an extraordinary amount of force was needed to deploy the implant. The surgeon lost hold of the insertion stick and knocked a skin retractor out of the surgical assist¿s hand and onto the floor. This nearly happened again upon insertion of a second implant. The surgeon completed the procedure but had complained about the way in which the implant needed to be deployed. No fragments generated. There were ten (10) minutes of surgical delay. The patient outcome is unknown. Concomitant device reported: insertion instruments(part# unknown; lot# unknown; quantity: 1), reduction/retraction/distraction instrument (part# unknown; lot# unknown; quantity: 1). This report is for one (1) depuy synthes hammertoe cci std kit w/1.25 k-wire/ sterile. This is report 1 of 4 for (B)(4).